Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver blade broke. The broken tip was removed from the patient and the surgery was completed successfully.

Manufacturer narrative:
Alleged failure: the tip of the shaver blade broke and felt into patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying, or the inner teeth hitting the window edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The lot number on the complaint record cannot be confirmed because the unit was returned without the original packaging; therefore the device manufacturer date is not known. (B)(4).

Event description:
It was reported that the shaver blade broke. The broken tip was removed from the patient and the surgery was completed successfully.